Event description:
Caller reported a malfunction on pump. There was no reported adverse impact to customer's blood glucose level. Customer was assisted by technical support with resetting pump, and caller was advised to contact support again if malfunction recurs. No additional issues occurred after reset, and customer continued using pump.